Event description:
The initial reporter stated they received a questionable result for one patient sample tested with benzodiazepines plus on a cobas 6000 c (501) module (serial number (B)(4)). The sample initially resulted in a benzodiazepines value of -287 mabs (negative) and this value was reported outside of the laboratory. The sample was automatically repeated by the analyzer, resulting in a value of 87 mabs (positive). The sample was repeated an additional time, resulting in a value of 88 mabs (positive). The positive value of 87 mabs was deemed correct by the customer and a corrected report was issued. The sample was repeated using the gc/ms benzodiazepines method, and the result was negative.

Manufacturer narrative:
The field service engineer could not determine a cause. The instrument was checked including the fluidics. The rinse mechanism was adjusted. The mixers, vacuum pump, and gear pump were checked. The reagent volume dispense, probe alignments, water pressure, cell blank, and photometer were also checked. The last calibration performed on 06-jan-2023 was ok and there were no alarms. Quality controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.